Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Investigation summary: three samples and photos were received for investigation. They all are in the sealed packaging flow wrap, they have the plunger rod-rubber stopper, tip cap, saline solution and the barrel label. The barrel label identifies the product as ewo-2019-135. The ewo-2019-135 records were reviewed. This ewo was intended to evaluate a different glue for the packaging boxes. The posiflush¿ product was undergoing a packaging change to test new glue used on the boxes of the product. Even though the posiflush¿ product inside the box was our marketed product intended for human use and was commercially ready and safe to use, our process is to label all components as ¿experimental¿ during any type of packaging change. Per standard practice, bd advised the customer to not use any posiflush¿ product with experimental labeling. Bd is not aware of any other customer that received product with the experimental label. Posiflush¿ is a pre-filled syringe containing saline for use in ¿flushing¿ or clearing IV lines and catheters. Potential root cause, the packaging process. Line clearance not adequate after the ewo was completed. Immediate action. No more ewos are to be run until we assess the current process and confirm what additional actions can be taken. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 10ml saline fill ce experienced a mix of product types in a pack and incorrect label information prior to use. The following information was provided by the initial reporter: material no: 306575 batch no: unknown. Per customer email: we found some of our 10 ml ns syringes in the drawer of one of the supply rooms that were labeled as for experimental use only- not for human use. They also did not say normal saline on it. They were packaged the same.